Manufacturer narrative:
Patient information was unavailable from the site. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the imaging system displayed "initializing please wait" and would not progress the prompt. Restarting the system resolved the reported issue. The issue was reported during an ossification of the posterior longitudinal ligament. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.